Manufacturer narrative:
Continuation of medical products: 5076-52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise. The leads will be reprogrammed, and remain in use. No patient complications have been reported as a result of this event.